Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR (device history record) was reviewed and confirmed that serial number (B)(6) was manufactured after adc became aware of the complaint. The sensor kit manufacturing date is 23-aug-23 and the case awareness date is 14-aug-23. This search invalidates the serial number listed in the complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer received a "signal loss" message on the adc device and was unable to obtain readings. As a result, the customer experienced "loss of focus" and a loss of consciousness and was given glucose tablets as treatment by their partner. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer received a "signal loss" message on the adc device and was unable to obtain readings. As a result, the customer experienced "loss of focus" and a loss of consciousness and was given glucose tablets as treatment by their partner. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.